Event description:
It was reported that the patient was implanted on the left side on (B)(6) 2008. She suffered from snhl. The patient was not satisfied of the performance during the last year due to an decreasing of the hearing thresholds. Explantation of the device was scheduled for (B)(6) 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.